Event description:
The stapler fired once successfully then on the second attempt nothing happened. We removed the battery from the back flipped it and reinserted to attempt a second time but no power firing occurred.